Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one custom 8.5 aire cuff hyperflex device with a proximal foam cuff was received for investigation. Visual inspection by the unaided eye under normal plant lighting did not reveal any defects. Using a syringe, the air was evacuated from the proximal foam cuff and the red plug was sealed. No air reentered the cuff and the cuff remained collapsed. Using the same syringe, 20 cc of air was inserted into the aire cuff. The cuff fully inflated and remained inflated. The device was leak tested. No leaks were detected. The investigation did not confirm the complaint. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken as no fault found.

Event description:
It was reported that the trach had a cuff leak. The medical intervention required was to change the trach the next day. The outcome of the event was different trach in and working. Patient had no pre-existing conditions. No harm reported.